Event description:
Customer contacted bd technical service and support and reported that the lid lifts are not working and the lid will not stay up on their juan centrifuge. The lid falls down on people. The customer stated that no one has been bruised or injured but needs it to be fixed. Customer was unable to provide the serial number from the device.

Manufacturer narrative:
The device did not lead to death or serious deterioration in the health of a pt or user; however information does suggest that if the device malfunction were to recur, it could contribute to an injury. The device is in the process of being returned to bd for evaluation. Bd will determine serial number and date of manufacture when unit is returned for investigation. Bd will file a supplemental report at the conclusion of the investigation. The device MFR will be notified of the event, and bd has initiated an internal investigation to identify root cause and corrective action.